Event description:
From op note: a 27 mm boston scientific compliant balloon was then used to balloon the main body at the neck as well as each limb down to the common iliac arteries. Repeat angiogram showed a severity slight type I endoleak. We re-ballooned the aortic neck of the graft with a 27 mm boston scientific compliant balloon however at after we inflated it we could not get the balloon to deflate. At this point despite numerous issues with the syringe we tried to deflate the balloon which was not happening. I came from the contralateral limb and through a burn catheter while he tried to pull the balloon to deflate it. We also went through the infusion port with an 018 and an 014 wire to try to unclog anything that may have been in their such as a flap to the inflation portion of the balloon this appear to be unsuccessful however upon trying to pop the balloon from the contralateral gate the balloon started to spontaneously deflate on its own slowly but surely. We had the balloon out for approximate 4 minutes with given an extra dose of 1000 units of heparin. We probably did have some partial coverage of the renal arteries during this case although I cannot confirm full coverage. We did give a dose of mannitol per anesthesia increased her fluids. The balloon will be sent to the manufacturer to review for any defects in the infusion valve with the balloon itself.